Event description:
(B)(4). I would like to add also, that I did start having pain in my right side well before coming off birth control pills. It was only worse after coming off them. I am concerned that the coil in my right tube is misplaced and has possibly migrated. I do have an ultrasound on the (B)(6). At that time I will follow up once again on here.

Event description:
(B)(4). Had laparoscopic supracervical hysterectomy on (B)(6) 2015 by (B)(6).

Event description:
(B)(4). Had laparoscopic supracervical hysterectomy on (B)(6) 2015 (B)(6).

Event description:
(B)(4). I had essure inserted 6 weeks after giving birth to youngest daughter, (B)(6) 2007. I was told it was the best and safest option for me. After 2 or 3 hysterosalpingograms they told me that my right tube was still open. Then had an ultrasound to confirm that the coil was hanging into my uterus by an extra mm. Since I was still able to get pregnant I remained on oral bc. Completely defeating the purpose of wanting to come off bc pills. Having issues with bc pills, in (B)(6) 2012 my husband went in and had a vasectomy completed so I could come off bc pills. I came off them in (B)(6) 2012. Since coming off the bc pills, I have had severe bleeding and cramping every month. Cycles are very erratic. Having two periods a month ranging from 9-12 days with a week to a week and a half off in between. The cramping I get monthly is so bad it brings me to my knees such as labor pain. I have painful intercourse, with loss of libido because of it. I once asked what I can do about the heavy bleeding and my ob/gyn first suggested a partial hysterectomy. Which I did not go through with. I feel I am too young for that and now knowing that is the only way to get these coils removed is very disheartening. On top of these symptoms, I am also experience a constant pain in my right side, midsection bloating and a skin disorder on my scalp. Weight gain, and difficulties losing weight. My device was provided to me from my ob/gyn which my health insurance covered 100%.

Event description:
(B)(4). Receiving the operative report and the photos taken during surgery; there was so much inflammation in the reproductive tissue that the tissue had turned white in color. Right coil had perforated the top wall of the uterus causing adhesion and scaring to the outside of the uterus and surrounding tissue. Everything obtained from this surgical procedure is being permanently held in storage. Ovaries and cervix were left behind. At 9 weeks post op: some right sided pain still to date. Pelvic pain has subsided aside from normal surgical healing pains. No more abnormal bleeding. Hormones are fluctuating since surgery. Potential ovarian failure due to removal of uterus. To be tested again in three weeks.